Event description:
It was reported that approximately two months after an initial hammertoe surgery on 03/15/2024, all hardware in the patient's toe was removed when it was amputated due to carcinoma. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that approximately two months after an initial hammertoe surgery on (B)(6)2024, the patient's toe was amputated. Although the amputated toe contained the previously implanted tmc device, the amputation was due to carcinoma unrelated to the implantation of any tmc device. Additional information indicates the original surgeon knew there was a potential carcinoma in the toe and took out tissue during the initial surgery. After the tissue was sent off for testing and confirmed to be a carcinoma, the patient's toe was amputated as a result of this finding. It was also reported that the patient developed a post-op acquired infection three days after the initial surgery which was resolved with antibiotics. A new surgeon has taken over the patient's case and believes the infection was due to the original surgeon's poor post-op care and the infection being treated in an untimely manner. No facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Although the company has determined the subject event in this MDR does not meet the criteria for reportability, given the significance of amputation, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.